Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and adhesion ("adhesions") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and blood pressure high. Concomitant products included anovlar (microgestin) and triamterene. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced headache ("headaches"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), rash ("rashes") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder disorders"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("alopecia"). On (B)(6) 2016, the patient experienced adhesion (seriousness criterion medically significant), uterine leiomyoma ("uterine fibroids") and adnexa uteri cyst ("paratubal cyst"). On an unknown date, the patient experienced migraine ("migraine headaches"), menorrhagia ("heavy menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), muscle spasms ("back spasm"), arthralgia ("joints pain"), rash pruritic ("itchy rash"), inflammation ("inflamed"), skin burning sensation ("burns"), night sweats ("night sweats"), insomnia ("insomnia"), hypoaesthesia ("numbness"), depression ("depression"), constipation ("constip"), vision blurred ("blurred vision"), peripheral swelling ("swelling legs and feets") and asthenia ("no energy"). The patient was treated with surgery (ysterectomy with bilateral salpingo-oopherectomy) and surgery (lysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, bladder disorder, dysmenorrhoea, dyspareunia and vaginal discharge had resolved, the adhesion, weight increased, urinary tract disorder, headache, uterine leiomyoma, adnexa uteri cyst, muscle spasms, arthralgia, rash pruritic, inflammation, skin burning sensation, night sweats, insomnia, hypoaesthesia, depression, constipation, vision blurred, peripheral swelling and asthenia outcome was unknown and the alopecia, fatigue, migraine and rash was resolving. The reporter considered adhesion, adnexa uteri cyst, alopecia, arthralgia, asthenia, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, inflammation, insomnia, menorrhagia, migraine, muscle spasms, night sweats, pelvic pain, peripheral swelling, rash, rash pruritic, skin burning sensation, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 195 lbsthe right ostium ended with approximately 7 coils in the uterine cavity. The left had 4 coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records uterine fibroids.concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media : back spasm, itchy rash, inflammation skin disorders, burns, night sweats, insomnia, numbness, depression, constipation, blurred vision, swellings of legs and feet. Most recent follow-up information incorporated above includes: on 13-jun-2018: events: abnormal bleeding (vaginal), rashes, headaches, bladder or urinary problems or changes, vaginal discharge, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), uterine fibroids, adhesions, paratubal cyst back spasm, itchy rash, inflammation, skin disorders, burns, night sweats, insomnia, numbness, depression, constipation, blurred vision, swellings of legs and feet , no energy were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), fatigue ("fatigue"), migraine ("migraine headaches"), menorrhagia ("heavy menstrual cycles") and weight increased ("weight gain"). The patient was treated with surgery (underwent a surgical removal of essure devices). Essure was removed in 2016. At the time of the report, the pelvic pain, alopecia, fatigue, migraine, menorrhagia and weight increased outcome was unknown. The reporter considered alopecia, fatigue, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.